Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported chunks of data missing for a patient. It was reported the patient had no monitor tracings from 05:50 to 06:00 on (B)(6) 2022. This was identified because the patient fell and self-removed her battery to alert staff; however, the monitor did not alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
Problem statement: the customer reported that chunks of data missing for patient and it was identified because the patient fell and self-removed her battery to alert staff and the monitor never alarmed. Complaint evaluation: based on the evaluation performed by the field service engineer (fse), the alleged telemetry device was working as intended. The fse found several ongoing issues where the mx40 device was dropping out of the sector. The potential cause of the issue was traced to the customer supplied clinical network (cscn). Customer resolution and conclusion: the fse indicated that the device was working as intended and the reported problem is not consistent with a device malfunction. The fse noted that the customer is to update their network switches and router code to resolve the issue. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Yes, the device was in use on a patient at the time of event. Was there any adverse event to the patient or user? If yes, describe? No, there was no adverse event reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was no adverse event reported.